Event description:
It was reported that the device was used during a laparoscopic gastric bypass (bariatric). The device fired an incomplete staple line. The surgeon hand sutured to complete the case. There were no patient consequences.